Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the doctor had an issue tightening the setscrew after inserting the ventricular lead into the header. The screw did not make the normal clicking noises after multiple turns and did not feel right to the physician. Then the doctor attempted to remove the ventricular lead but it would not budge and after multiple turns counterclockwise the lead still would not come out of the header. Eventually it came out. The doctor disconnected the atrial lead and flushed both ports with saline looked down into the ports and all looked clear. The doctor retried the atrial lead went in perfectly and setscrew tightened as normal but again the ventricular lead when turning the screw clockwise did not make any sounds and appeared abnormal, so the doctor took out both the leads and replaced with a new device in which both leads fitted and screwed in as normal with normal set screw turns and noises. The device remains in use. No patient complications have been reported as a result of this event.